Event description:
It was reported that the metal bar of the sleep appliance was bent, and the other side is hinged and is out of the tray. No further information or injury was reported.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending.the probable root cause of the event has not yet been identified. The investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Product was noted to have been received and in glidewell's possession; however, the device has not been physically accounted for and sent to the complaint's team for analysis. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).